Manufacturer narrative:
On (B)(6) (B)(4). Maquet cardiopulmonary received the defective control measure board that was previously found and replaced by a maquet field service technician. The visual inspection revealed that the capacitor c77 is damaged. The destroyed capacitor is a 47'f tantalum capacitor with a rated voltage of 16v, produced by a supplier. However, in the data sheet a "recommended maximum application voltage" of 50% of the rated voltage is proposed. A resistance measurement between tp3 and gnd (tp1) gives a reading of 8,4 ohm. This resulted in a current flow through the capacitor, which it wasn`t able to discharge and it burned. Tantalum capacitors are sensitive to voltage and current peaks. Main reasons for a defect in tantalum capacitors are: voltage spikes, current peaks, manufacturing errors (soldering) or production errors. A manufacturing error is unlikely. The surrounding solder joints all look good and the surrounding components have not failed. Voltage and current peaks cannot be investigated, for the necessary hardware was not provided or made available to the manufacturer. To perform a more detailed investigation the complete rotaflow hardware must be made available for investigation. A defect due to an production error of the capacitor cannot be excluded. Based on the information available to the manufacturer at this time the capacitor c77 is destroyed. For a root-cause analysis of what caused the damage to the capacitor the complete rotaflow hardware must be made available for investigation. The complete hardware was requested but not yet made available. A supplemental report will be sent if new information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the unit in question. A defect on the flow measure board was found. The defective flow measure board was requested by the manufacturer for further investigation but not yet received. A supplemental report will be sent if new information becomes available.

Event description:
It was reported that a rfc unit was stopped by an error during running. The error message is identified to "referenc" on status display. Additional information received on 2015-09-10: the patient had a cardiac arrest caused by tech error from rfc. And after cardiac massage, for about 5 minutes, and by using the emergency drive, the patient was transferred to ICU. (B)(4).